Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a blank display due to faulty interface board. The insulin pump was received with cracked case at lcd window corners and battery tube threads, and scratched lcd window.

Event description:
The customer reported via phone call a blank display. Blood glucose at the time of incident was unknown. The customer states the blank display occurred after inserting a new battery. The customer did not provide any information regarding what led to the event. Troubleshooting was not performed. The device will be returned for analysis.